Event description:
It was reported that during use of the involved fabius gs premium the pressure support and simv/ps did not deliver a respiratory rate no matter what rate was set. It happened on three cases on the reported day and reportedly it worked fine using the volume control mode. The logfile and further information have been provided to the manufacturer. Based on the initial logbook analysis, no evidence of a device malfunction was identified. Most likely, user settings were responsible for the reported issue. Nevertheless, a device malfunction cannot be excluded with certainty. Therefore, this report has been submitted as a precaution. There was no patient injury reported as a result.

Manufacturer narrative:
The investigation has just started. Results will be provided in a follow-up report.

Manufacturer narrative:
It was reported that during a case, no respiratory rate was displayed in psup & simv/ps modes. For the investigation, the event description, service device logfiles, and the returned circuit board (pcb) were analyzed. No device error was found in the logfile, and the performed hardware tests revealed no failures as well. Provided photos and videos revealed that the user had set a relatively low respiratory rate (12¿15/min), but a higher rate (up to 24/min) was achieved. According to the instructions for use, the device synchronizes mandatory breaths based on trigger sensitivity and allows spontaneous breathing between mandatory breaths. This design explains the reported symptom as the user has selected a frequency that is too low for the device to push the assisted breath into the patient. It can be concluded that there was no technical fault; the device¿s behavior matches its intended function as described in the user manual. The tested pcb showed no hardware issues. Dräger serviced and recalibrated the device. It meets all specifications and has returned to clinical use. In every reported case, the fabius gs premium operated correctly. Finally, no device error could be found as cause for the reported symptoms. An user-related cause seems very likely in this case. The analysis of the complaint data does not indicate a systematic accumulation of the symptom described. On the basis of the available investigation results, the case is subsequently assessed as not reportable.

Event description:
It was reported that during use of the involved fabius gs premium the pressure support and simv/ps did not deliver a respiratory rate no matter what rate was set. It happened on three cases on the reported day and reportedly it worked fine using the volume control mode. The logfile and further information have been provided to the manufacturer. Based on the initial logbook analysis, no evidence of a device malfunction was identified. Most likely, user settings were responsible for the reported issue. Nevertheless, a device malfunction cannot be excluded with certainty. Therefore, this report has been submitted as a precaution. There was no patient injury reported as a result.